Event description:
A surgeon reported that during a vitrectomy surgery the vitreotome did not cut well. The vitreotome had to be changed and the surgery was completed without any impact for the patient. This is one of two medical device reports being filed for this facility.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).